Event description:
It was reported that there have been "multiple" incidents of the syringe "coming undone from the manifold when they go to attach it upon first try".

Manufacturer narrative:
It was reported that there have been "multiple" incidents of the syringe "coming undone from the manifold when they go to attach it upon first try". The customer reported there was no injury related to the reported issue. No additional details are available related to the customer reported issue. Despite good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional details are available related to the customer reported issue. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on (B)(6) 2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.